Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported via regulatory agency unknown side "permanently enlarged suspicious lymph nodes in the armpits. Patient also reported via regulatory agency "state of their health had gradually become worse", "chronic sinus infections", "gastrointestinal discomfort", "hair loss", "extreme skin hyperkeratosis", "depression", "palpitations", "fast pulse", "very strong mood swings", "massive night sweats", "an extremely unpleasant body odor developed", "severe sensitivity to light", "involuntary muscle twitching akin to electric shocks", "nausea", "dizziness", "considerable forgetfulness as well as lack of concentration", "alternating numb legs and arms/hands", "muscle and joint pain", "migraines", "diagnosed with doubly-confirmed multiple sclerosis", "chronically ill", and "hardly any energy and strength ¿ nowhere near as much as they want"; these are not device related. Devise remains implanted.